Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported that venous access was gained through the raulerson syringe, then the guide wire was successfully threaded through the syringe. The syringe was then removed over the guide wire, then the insertion was sight was dilated. The problem was encountered when the physician attempted to thread the catheter over the guide wire, but the guide wire did not want to emerge through the distal lumen as expected. When they attempted to remove the catheter, the guide wire could not be pushed or pulled out and they had to remove both the guide wire and the catheter. The issue was resolved when a new kit was opened and the procedure was restarted at a new site. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided one guide wire and one catheter. The guide wire had an opened j-bend and five kinks along its length. The guide wire was found to be intact and within dimensional specification. The catheter appeared typical and unused. The catheter was fed over the proximal end of the kinked guide wire and was able to pass through completely. A review of manufacturing records did not yield any relevant findings. The provided instructions describe suggested techniques to minimize the likelihood of guide wire damage during use and caution that withdrawing the guide wire against the needle bevel or using excessive force could damage the wire. Since the damage occurred during use, operational context appears to have caused or contributed to this complaint. No further action will be taken.